Manufacturer narrative:
One set was returned for investigation. The connection issues were unable to be replicated through connecting the set to additional bd sets and pressure testing the connection. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Event description:
It was reported that unspecified bd infusion set had connection issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the spin lock breaks loose. This can happen when first removing the protective end when first taking it out of the package or when detaching from patient IV and also result in tubing popping off the patient's IV because the spin lock is not intact.